Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and four limb extensions on (B)(6) 2015. On (B)(6) 2016 a type 3a endoleak with component separation between the main body and the limb extension was repaired with the addition of two ovation limb extensions. A follow up computed tomography (CT) showed the patient had a type 1b endoleak on the left side due to aneurysm disease progression. On (B)(6) 2016 the physician elected to implant an additional limb extension on the left side to seal the endoleak. The patient is stable.